Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens, but the lens broke on both sides in the cartridge. There was no pt injury.

Manufacturer narrative:
.